Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient was connected at the time of the error and the caregiver explained the patient was confused and pressed "go" in error. Gts had the caregiver close all the clamps and cycle power twice to clear the error. Gts then advised the caregiver to discard the setup and start over with new supplies. Gts advised the caregiver to let the patient's dialysis nurse know of the error. Product surveillance contacted the patient's dialysis nurse who explained that she saw the patient and her daughter in clinic the day before, but neither mentioned the system error. The nurse explained that the patient was doing fine and that therapy was going well. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).